Event description:
This notification was opened for review due to an allegation the display was not working. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's display was not working. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery and power management board need to be replaced to address the issue.